Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (orthopedist). This case concerns a (B)(6) year old female pt who had joint fluid retention for which 50 cc of joint fluid was aspirated while receiving treatment with synvisc. No concomitant medication or concurrent condition was reported. The pt received treatment with synvisc injection in the past ((B)(6) 2014; first cycle no adverse event developed) for gonarthrosis. On (B)(6) 2015, the pt started the second cycle of treatment with intra-articular synvisc injection at a dose of 2 ml, every week (batch/lot number and expiration date: not provided) for gonarthrosis. On (B)(6) 2015, the pt received the second dose of second cycle of treatment with synvisc. On (B)(6) 2015, the pt developed swelling (joint fluid retention) into unspecified knee. On (B)(6) 2015, the pt visited the reporting clinic due to the event for which 50 cc of joint fluid was aspirated and treatment with steroid was given. It was reported that the treatment with synvisc was discontinued due to the event. Action taken: permanently discontinued. Outcome: unk for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Joint fluid retention (joint swelling). Reporting orthopedist's causality assessment: highly probable. Seriousness criteria: required intervention for both the events.